Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however on visula inspection, there was damage to the grommets noted.

Event description:
It was reported during implantation procedure that the ICD measured high impedances (>3000 ohm) on two different leads. A pop up message appeared stating that "some lead measurments cannot be taken, to measure again, press start measurement". The device was not implanted. No patient complications have been reported as a result of this event.